Event description:
Medwatch report sent on 12/12/97 rec'd on 12/16/1997. Medwatch report sent on 12/17/97. Rec'd on 1/5/98, with form 3500a (a-e part) co will fill out report and add section h which was not sent to co just the instructions.